Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An additional call from the patient reported that there were problems with the implant and problems with the leads. Due to the problems the patient stated that they are being changed out next week. The patient also mentioned a couple of utis in (B)(6) 2016 and (B)(6) 2017. The caller further reported the device stopped working in (B)(6) 2016 and their bladder would not empty. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated adverse event and/or product problem to reflect addition of fdd code in previous supplemental.

Event description:
A consumer implanted for urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor reported since (B)(6) 2016 they were having issues with the device not emptying their bladder. The consumer tried to adjust it with their patient programmer (pp), and had also gone in for multiple reprogramming session with ¿the computer¿ and it would work for a little while, but then it would stop helping again. In (B)(6) 2016 the consumer got really sick and was running a fever all of the time so they went to the emergency room where they found a bladder infection resulting in hospitalization. The consumer was instructed they needed to continue catheterizing because the device wasn't helping to empty their bladder. X-rays and ultrasounds were performed to look at the lead, but it didn't look loose on the x-ray (the original lead was still in place), so the healthcare provider (hcp) sent them for muscle therapy. No further complications were reported.